Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer over-corrected for a blood glucose (bg) of 400 mg/dl and bg lowered to approximately 50 mg/dl. Customer entered the intended amount in the pump for the bolus, however, customer over-estimated how much insulin was needed. The customer consumed carbohydrates or drank juice to address bg. Recommendation was made to consult with health care provider regarding diabetes management.